Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device is displaying a low battery message when the battery is fully charged. There is no reported adverse patient impact.